Event description:
Per nicu rn report: the circuit for the infant flow/arabella CPAP machine started shooting water into the circuit that goes to the pt from the humidifier after being in use for 3 hours. The sun dial was not showing on the heater for the humidifier. This was caught before the water in the circuit reached the pt. Replaced the circuit and now the sun dial is showing on the heater. We have had this in the past and it is caused by bad circuits that are not registering correctly with the heater for the sun dial option on the heater to work. The circuit is the infant flow system circuit made by carefusion.